Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure and that the spatula tip broke off and fell into pt. Recovered after one hour of searching and x-ray. Opened another device to complete the case. There was no consequence to pt.